Manufacturer narrative:
A photo was provided showing the seal removed from the yellow body of the tego. Received one (1) used lat-d1000 conector tego for inspection. Sufficient adhesive was found in the correct locations on the tego. The reported complaint can be confirmed. The probable cause is unknown. The device history review (DHR) was reviewed and no relevant non-conformities were found that would have led to the reported complaint.

Event description:
It was reported that a tego¿ connector was found to have the silicone seal detached during patient use. It was reported that after changing the connector, there was no venous return. The person in charge replaced the connector and noticed that the silicone covering the connector was completely detached. There was no patient harm reported.